Event description:
As reported by the user facility: most lines seem to be running dry early pulling air and reporting except 1,2 and 17. Occlusions.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample status: no sample returned. Sample returned. Test result(s): defect confirmed. Defect not confirmed. Results description: based on the event description, apex tech support did not confirm the reported issue.